Manufacturer narrative:
Manufacturer's reference number: (B)(4) a correction was noted on (B)(6)2021 on the assessment of the reportability under the thermocool® smart touch® sf bi-directional navigation catheter and carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium devices. Originally this event was assessed as MDR reportable under both the thermocool® smart touch® sf bi-directional navigation catheter and carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. However, since the event occurred immediately after the second attempt at transseptal, both these products are assessed as not MDR reportable as they are concomitant devices.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and suffered a cardiac tamponade requiring pericardiocentesis. The first transseptal puncture went smoothly, but on the second transseptal, the physician had difficulty moving the sheath. Ultrasound was used and a cardiac tamponade was noted. A pericardiocentesis was performed and approximately 800cc of fluid was withdrawn. The patient was asymptomatic, and no further intervention needed, however the patient did require extended hospitalization for monitoring. The patient¿s condition has improved. The mapping catheter and sheath were used on the second transseptal approach. It was also noted a baylis needle was used for transseptal puncture. There was no ablation performed prior to the patient event. Standard irrigation flow setting, and graph, dashboard, and vector force visualization settings were used during the procedure. The physician¿s opinion on the cause of the event is that it was procedure related. This event was assessed as MDR reportable under both the thermocool® smart touch® sf bi-directional navigation catheter and carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium.